Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle got break. Customer¿s blood glucose value was 157 mg/dl. The customer assisted with troubleshooting. Customer stated that the sensor had loss of communication. Customer experienced bleeding at site due to sensor insertion and they stated that the site is not actively bleeding. The device will not be returned for analysis.